Event description:
It was reported that the acculink stent moved forward during deployment in the mildly calcified and moderately tortuous right internal carotid artery. The acculink covered 90% of the target lesion.a second acculink stent was needed, and was then successfully deployed, covering the remainder of the target lesion. The patient was discharged home the following day. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents for inaccurate delivery reported for this lot. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Although a definitive cause for the reported deployment issues cannot be determined, there is no indication of a product quality deficiency.